Manufacturer narrative:
Corrected field: d7a. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to resolve the issue, the fse replaced the ac power cord reel, batteries, and power management board. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.